Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual functional indicated no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a roux-en-y procedure, the needle kept falling out. Current patient status is good. The difficulty did not result in unintended colostomy, formal laparotomy, re-operation etc. No tissue or patient injury. There was no unanticipated blood loss of 250cc or more. Surgery time was not delayed by more than 30 minutes. A new device was used to correct this condition.